Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited high impedance measurements of greater than 2000 ohms and high threshold measurements. A replacement procedure was performed where the lv lead was viewed under fluoroscopy and appeared to be fractured in subclavian vein, it appeared to be a clavicular fracture. Subsequently, the lv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.